Event description:
On (B)(6) 2013, the patient reported that he was having issues with the insertion device. He would press the release button, but the device would not fire. After he removed the device away from his body, it then fired into his hand. It did not cause him to bleed. He attempted to use the device again and the same thing happened, except this time the infusion set was fired into the air. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device was optically and technically controlled. The final test was also carried out with different headsets. Linkassist passed all the tests. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.